Event description:
It was reported that this recently implanted pacemaker had entered lead safety switch (lss) due to low out of range right atrial (ra) impedance measurements in a non-boston scientific ra lead. Technical services (ts) was consulted and noted high out of range ra lead impedance measurements as well. This implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and ts recommended device replacement and ra lead testing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. The ra lead was tested and showed no malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Previous evaluation report does not apply to this event.

Event description:
It was reported that this recently implanted pacemaker had entered lead safety switch (lss) due to low out of range right atrial (ra) impedance measurements in a non-boston scientific ra lead. Technical services (ts) was consulted and noted high out of range ra lead impedance measurements as well. This implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and ts recommended device replacement and ra lead testing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. The ra lead was tested and showed no malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this recently implanted pacemaker had entered lead safety switch (lss) due to low out of range right atrial (ra) impedance measurements in a non-boston scientific ra lead. Technical services (ts) was consulted and noted high out of range ra lead impedance measurements as well. This implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and ts recommended device replacement and ra lead testing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. The ra lead was tested and showed no malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Previous evaluation report does not apply to this event. Correct evaluation is the following, upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this recently implanted pacemaker had entered lead safety switch (lss) due to low out of range right atrial (ra) impedance measurements in a non-boston scientific ra lead. Technical services (ts) was consulted and noted high out of range ra lead impedance measurements as well. This implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and ts recommended device replacement and ra lead testing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. The ra lead was tested and showed no malfunction. No additional adverse patient effects were reported.